Event description:
It was reported that the patient had an inappropriate shock one day post implant due to oversensing of noise which may be air entrapment. The device was programmed off to wait for the noise to resolve. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock one day post implant due to oversensing of noise which may be air entrapment. The device was programmed off to wait for the noise to resolve. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.